Event description:
A report was received that the patient had a device related infection at the lead site, which was on top of her head. The infection was believed to be device related since the lead wire continued to work through the skin. The infection was also due to the lead that had popped out of her skin before (MFR report #: 3006630150-2013-02038). The patient was prescribed antibiotics. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm. Model#: sc-3354-25, serial #: (B)(4), description: w4 splitter 2x4-25 cm. Model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient had a device related infection at the lead site, which was on top of her head. The infection was believed to be device related since the lead wire continued to work through the skin. The infection was also due to the lead that had popped out of her skin before (MFR report #: 3006630150-2013-02038). The patient was prescribed antibiotics. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient¿s lead wire had the tendency to poke so there was tenderness at the site. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.